Event description:
The customer would like a replacement device due to a broken speaker cover. There was no negative patient impact.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.